Manufacturer narrative:
Deflation was reported as the reason for explantation. Upon explant surgeon stated a diagnostic error has occurred. No findings available. Explant discarded.

Event description:
Alleged deflation.

Event description:
Alleged deflation.